Event description:
During cardiac catheterization, the taxus stent did not cross the cardiac lesion. When the balloon was pulled out to remove the s,ent. It was not on the balloon. Pt underwent entire body scan and the stent was not found. The guide wire was checked under fluoro and the stent was not found. A successful balloon angioplasty was then performed.